Event description:
The customer reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. To resolve the issue, the customer changed the cartridge and resumed insulin without requiring further assistance.